Event description:
In 2009, the patient was implanted with a gore tag thoracic endoprosthesis to resolve a thoracic aortic aneurysm. Three months later, the patient received a computed tomography test which revealed an unspecified endoleak. The images were sent to gore imaging. The physician was not convinced that it was a type I or type ii endoleak and the aneurysm sac had shrunk. Three months later, a follow-up computed tomography revealed an inconclusive endoleak, thought to possibly be a distal type I, with minimal aneurysm growth. No reintervention has been scheduled.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.